Manufacturer narrative:
Returned device was received with the top case was chipped and cracked. Evidence of reported problem in event log was found. During the evaluation of the device the customer reported condition was confirmed there was contamination on the main and interconnect boards. Problem source user interface. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that a smiths medical medfusion pump had contamination main pcb and interconnect pcb. No patient involvement.